Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend. The customer indicated that the sensor glucose was 57 mg/dl and blood glucose was 110 mg/dl. Troubleshooting found that the test plug procedure failed and advised customer to call back tomorrow. No further details given.